Manufacturer narrative:
Code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported that the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. After advancing the device to the intended position and after deploying the proximal endoprosthesis, it was stated that it appeared difficult to perform the ipsilateral leg deployment as the handle appeared to be blocked. It was necessary to pull the remaining deployment lines accessing the backup deployment hatch. The procedure was completed with favorable results and the patient tolerated the procedure.

Manufacturer narrative:
Medwatch #3007284313-2020-01184 was sent in error. Additional received information determined that this event is not reportable to the FDA and therefore the medwatch (and supplementals) will be retracted.

Manufacturer narrative:
H10/11: code 10 - the device evaluation showed the following: the constraining mechanism was still attached to the handle, the access hatch and handle covers were removed from the handle. Engineering was able to activate the red safety lock. The black nut guide was approximately ¼ turn from the fully unconstrained position. Engineering attempted to move the black nut guide was unable to do so. The handle screw assembly compression spring had slipped out of its channel in the housing and is off track. Based on the findings from the evaluation, the physician¿s observation that it appeared difficult to perform the ipsilateral leg deployment could not be confirmed but is consistent with being unable to remove the constraining mechanism due to an off track compression spring. The physician¿s observation that the handle appeared to be blocked could not be confirmed. The likely cause for the compression spring being out of its housing and off track could not be determined with the available information. Updated device problem code to 2577.